Event description:
The consumer used the product on her hip and knee for seven to eight hours to treat arthritis pain. When she removed the patches, she had burns and blisters in the area. The consumer used prescriptions for avelox and mupirocin to prevent infection.

Manufacturer narrative:
Since this is a disposable single-use device, the patch is unavailable for eval and analysis. Review conducted by MFR yielded no significant complaints or trends regarding this lot number. We will continue to monitor for other similar complaints, compose trend reports and utilize the info for continuous improvement. This report is below the threshold of the FDA's requirements for mandatory reporting of adverse events involving medical devices as there is no evidence that use of the product resulted in serious adverse health consequences. Instead, our investigation has determined that the pt experienced temporary or medically reversible adverse health consequences. Accordingly, this MDR is being submitted as a voluntary and proactive measure by the MFR to enhance product safety and pharmacovigilance.